Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headache and brain infection. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache and brain infection. There was no report of medical intervention. No additional information can be requested at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Corrected b1 to both and outcomes to attributed to ae to other. In section h1 to serious injury and h6 to headache, unspecified infection and serious injury has been updated.